Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 102mg/dl at the time of the incident. The customer reported that they were having issues with pump not accepting the battery. They tried 6 batteries with different packages, and got failed battery alert test and last time pump did not respond. Customer received failed battery test after inserting new battery during troubleshooting. Failed battery test was still showing even after clearing the alarm. The customer was advised to discontinue use of the insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.